Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that had a complication issue with the thin flap in the patient's unknown eye, during lasik surgery.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. The field service engineer stated therein that he "performed linearity optimization, linearity check and amp loop. Completed service installation record and verified that the system is working to specification." After having contacted system tech support for suggestions. During this inspection visit, the device was found to meet specifications per service and installation record. In the discussion with the device tech support team, the local field service provided a treatment report, that may be related to the current report. The review of the logfile for this treatment shows all laser system functions were within specifications. The initialization checks were performed successfully without issues. The energy was stable during this period. The logfile shows thirteen successfully performed treatments. The reported treatment could be identified in the logfile. The treatment of the patient's right eye was finished successfully without any issue. No relevant deviation between planned and performed energy is detectable for the reported treatment. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. Not enough information was provided to conclusively identify the root cause of this report. The manufacturer internal reference number is: (B)(4).